Event description:
It was reported that the patient was visited by ems (emergency management services) due to hypoglycemia. The patient's blood glucose levels declined to less than 70 mg/dl while wearing the pod. Symptoms reported include loss of consciousness and a seizure. The patient was treated with a glucagon injection and honey administered by the patient's husband. The patient declined visit to the emergency room. Patient reported when she reviewed her bolus history, she had been given 2 uncommanded boluses around 3 hours prior to hypoglycemia event. Patient denied programming either of those boluses. Patient also reported her pdm (personal diabetes manager) has experienced intermittent power on several occasions, and at times the pdm freezes and has to be restarted.

Manufacturer narrative:
The case description states the user found two delivered boluses that they did not initiate. These boluses occurred at 1:43 am and 1:50 am and had volumes of 5u and 2u respectively. The customer also stated 85 grams of carbs and bg of 76 mg/dl were shows as entered for the first reported uncommanded bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Engineering log files from the date of occurrence were not available due to continued use of the system. Inspection of audit files confirmed the presence of the two reported 5u and 2u boluses on the date of occurrence. Audit files also confirmed that the confirm bolus button was pressed for both boluses. The use cgm button was also pressed for the 5u bolus. Evidence of interaction with the application to program all boluses was observed in the audit files. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.